Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after use, the bd vacutainer® 9nc plus blood collection tube was found to have overfilled. This occurred on 50 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: "since lot changed, over fill occurred frequently."

Event description:
It was reported that after use, the bd vacutainer® 9nc plus blood collection tube was found to have overfilled. This occurred on 50 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from japanese to english: "since lot changed, over fill occurred frequently."

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-04-10. H.6. Investigation summary : bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for overfilling with the incident lot was not observed as all product specifications were met. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. H3 other text : see h.10.